Manufacturer narrative:
Patient code- corrected.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) balloon due to recurring incontinence. A patient outcome was not reported.

Manufacturer narrative:
Patient age- (B)(6) years.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) balloon due to recurring incontinence. A patient outcome was not reported.